Manufacturer narrative:
Results and conclusions: device was not returned to 3m espe; therefore, no evaluation was conducted. An examination of the global clinical complaints for this product since its introduction in 2004 shows a favorable clinical history. Based on the fact that removal of the product had no impact on the reported pt symptoms, and the fact that allergy testing has historically shown no response from dental materials, it is highly unlikely that filtek supreme xt universal restorative contributed to this reportable event.

Event description:
In early 2009, a dentist reported to 3m espe that his pt experienced malaise with tachycardia following a dental treatment procedure which included use of 3m espe filtek supreme xt universal restorative. The treatment occurred three days prior, and by the day prior to original date, the pt reported that she felt better than she did on three days prior to original date; no medical intervention was reported to 3m espe to have occurred during this two-day period. According to the dentist, an epicutaneous allergy test to methacrylates was performed in that month. The results of the allergy testing showed that the pt was not allergic to methacrylates, known components of filtek supreme xt. However, the allergist recommended removal of the filtek supreme xt restorative. The dentist reported that the restorative was removed the same month, and was replaced by a glass ionomer (not reported to be a 3m espe product). Upon removal of the 3m espe filtek supreme xt universal restoration, the health effects noted by the pt did not resolve. On the following month, the pt requested that the tooth be extracted. The dentist referred the pt to a hosp for such an extraction given the medical history involving heart symptoms. The dentist reported that the tooth was not extracted, but the pt was hospitalized due to tachycardia for eight days. Two days later, the dentist reported to 3m espe that the pt was home and feeling better. The dentist indicated that the oral surgeon and internist at the hosp recommended that the tooth be removed in the future.